Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and updated that pendant operating as expected. Log review did not show any evidence of pendant issues. Logs did flag a door close issue occurring a couple times on the day issue was reported. Checked door close operation - functioning ok. Performed motion calibration as a precaution. Performed system checkout. System functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant are difficult to press and function intermittently. There was no patient involvement.